Manufacturer narrative:
Product event summary: hvad pump and outflow graft with unknown serial numbers were not returned for evaluation. Review of sterility certificates could not be performed since serial numbers of the devices are unknown. The reported event could not be confirmed due to insufficient information. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The baseline gender/age of the patients represented in the article is male/(B)(6). Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: left ventricular assist device (lvad) program in chile: first successful experience in south america. Journal of thoracic diseases. 2018 june; 10 (suppl 15): s1751-s1757. Doi:10.21037/jtd.2018.02.83 other devices involved in this event: heartware ventricular assist system ¿ outflow graft. Unk-outflow graft / serial #: unk / model #: unk / expiration date: unk UDI #: asku. Mfg date: unk. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding ventricular assist devices (vads). The article discussed vads for left ventricular support in heart failure patients in chile. Multiple patients were noted in the article; however, a one-to-one correlation could not be made with unique device serial numbers. There were patients who experienced post-operative bleeding requiring surgical re-exploration, gastrointestinal bleeds (gib), renal/hepatic dysfunction, sepsis, driveline infections, cerebrovascular accidents (cva) and arrhythmias while on vad support. It was also reported that one patient experienced a pump thrombosis, requiring a dose of alteplase to resolve, and one patient developed an outflow graft stenosis, requiring endovascular stent placement to resolve. The vads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.